Manufacturer narrative:
This field action only includes alinity ci- series system control modules which are configured with alinity c processing modules (03r67-01). Correction/removal reporting number : 3002809144-05/22/19-005-c. The investigation into this matter found that the alinity implemented a 10 mv check but should have implemented a 3mv threshold for serum, plasma, and urine. Abbott will be releasing alinity ci-series software version 2.6.1 to change the ict reference solution voltage drift threshold from 10mv to 3mv to improve the ability of the system to detect ict reference solution voltage drift. A product correction letter was issued on 21may2019 to all worldwide alinity ci scm customers configured with the alinity c processing modules. The letter instructs the following: all ict patient specimens should be run in duplicate. Verify the difference in recovery between the sample replicates is no greater than the indicated thresholds for serum, plasma, or urine for the specific ict assay. How to trouble shoot if the difference in recovery between the sample replicates exceeds the threshold. Rerun the specimen in duplicate after troubleshooting. If three or more discrepant ict samples, without an assignable cause, are identified within a 24-hour period: stop ict testing and disable al ict assays via the software user interface until the issue is resolved. Contact customer service to resolve any hardware failure.

Event description:
Abbott laboratories has identified an issue with all on-market versions of alinity ci-series software where the software may not detect an issue with the alinity c integrated chip technology (ict) assays, sodium (na +), potassium (k+), and chloride (cl-). The software contains a specification for ict reference solution voltage drift; the current specification for ict reference solution voltage drift is 10 mv. Samples with an ict reference solution voltage drift above 10 mv generate message code: 1042 (unable to calculate result. Ict reference solution voltage drift error) or message code: 1075 (ict measurement error for (na). Reference solution voltage drift values between 3 mv and 10 mv may indicate an issue that potentially impacts ict results (specimens, calibrators, and controls). The range of the bias on ict patient results from the expected value is estimated to be between -34% and +51%. The ict reference solution voltage drift values are not visible to the user.

Manufacturer narrative:
This follow up is being submitted because the UDI # and concomitant medical products were inadvertantly omited. The following sections have been updated to include this information: s4. UDI # =(B)(4). S11. Concomitant medical products = alinity c processing module; ln 03r67-01